Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Event description:
Medtronic received information of a patient death. During an ablation procedure, catheters were positioned for ablation at the ostium of the right upper pulmonary vein. Contrast was delivered and was visualized entering the epicardial space. Epicardial drain was placed and patient was taken to surgery due to perforation. Perforation found in the right upper pulmonary vein. Patient died in surgery. Device 3 of 3, reference MFR report: 3002648230-2015-00037 and 3002648230-2015-00038

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.